Event description:
This case was reported by a consumer (mother of patient) and described the occurence of passed out in a (B)(6) female patient who received breathe right nasal strips for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips. Approximately 30 minutes after starting breathe right nasal strips, the patient removed the strip because, she did not like the way it felt (nonspecific reaction). The patient removed the strip according to directions and passed out. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the event was unknown. Breath right nasal strips are manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).